Event description:
It was reported by the customer that a pyxis medstation es system in emergency department towers 3 and 4 failed, preventing a nurse from accessing medication. The machine was rebooted, but the tower kept clicking and the drawer kept failing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station with tower door 3 clicked when attempted to recover. A field service engineer replaced the micro switches on the latch for door 3 and applied the stabilent and conductive grease to the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower doors had failed. A field service engineer opened the center column and replaced micro switches on door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system in emergency department towers 3 and 4 failed, preventing a nurse from accessing medication. The machine was rebooted, but the tower kept clicking and the drawer kept failing. There were no adverse events or injuries reported based on this incident.